Event description:
The information received from the affiliate states that the balloon used in this procedure burst at approx 6 atmospheres during an angioplasty procedure on a female pt. The procedure was successfully completed with another opta pro balloon. There was no reported pt injury. As per the qualrap no add'l info is available.